Manufacturer narrative:
Corrected data: b5, g3, h6 additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 1-18 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue remains unknown.

Event description:
During an atrial fibrillation procedure, noise issues with the mapping catheters resulted in a procedural delay. The mapping catheter was inserted into the patient and plugged into the amplifier but it did not populate on the ensite x system. The cable was replaced but this did not resolve the issue. The cable and catheter were inspected and a bent pin was observed on the catheter. The catheter was exchanged and the second catheter was inserted into the patient but once plugged in it was noted that one of the electrodes was not displaying on ensite and did not allow for obtaining voxel cloud or for using the sheath filter. The cable was exchanged but the issue persisted. An hour of troubleshooting was performed changing cables and replacing ensite x hardware components but the issue was not resolved. The mapping catheter was replaced again which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Event description:
Related manufacturing reference: 3008452825-2024-00054 during an atrial fibrillation procedure, communication and display issues with the mapping catheters resulted in a procedural delay. The mapping catheter was inserted into the patient and plugged into the amplifier but it did not populate on the ensite x system. The cable was replaced but this did not resolve the issue. The cable and catheter were inspected and a bent pin was observed on the catheter. The catheter was exchanged and the second catheter was inserted into the patient but once plugged in it was noted that one of the electrodes was not displaying on ensite and did not allow for obtaining voxel cloud or for using the sheath filter. The cable was exchanged but the issue persisted. An hour of troubleshooting was performed changing cables and replacing ensite x hardware components but the issue was not resolved. The mapping catheter was replaced again which resolved the issue and the procedure was completed with no adverse consequences to the patient.